Event description:
The customer contacted physio-control to report that their device was not consistently completing boot up. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power module assembly and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power module assembly and determined the power pcb was the cause of the reported issue, however further cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not consistently completing boot up. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.